Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient was scheduled for a pocket revision due to pocket pain. The physician relocated the pt's pocket on (B) (6) 2010.